Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. What was the date of fragment removal at the second facility? Was the fever related to the broken needle? If yes, please explain and provide details. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a ligation and excision (le) with an anal cushion lift (acl) on an unknown date and suture was used on the anal cushion. During the procedure, the needle was broken when using and was left in the patient¿s body. Because the hospital did not have fluoroscopic equipment, the patient was immediately transferred to another hospital for needle fragment removal. The patient has already been discharged from the hospital, although the patient had a fever. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code j316h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, unk. Date of index surgical procedure? 2023. Date is unknown. The diagnosis and indication for the index surgical procedure? Haemorrhoids. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Le:ligation and excision & acl:anal cushion lifting on what tissue was the suture used? This product was used during acl method. The details are unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. What instruments were used to grasp the needle? Unk. Where was the needle grasped during use? Unk. Were x-rays performed to localize the needle fragment? => yes. As the hospital did not have a x-ray system, the patient was moved another hospital and was performed x-ray. And then, the patient then underwent needle fragment extraction. What was the size of the broken needle fragment? => please confirm the complaint product we sent. Please describe any medical/surgical intervention required for this suture event including dates and results. => as the hospital did not have a x-ray system, the patient was moved another hospital and was performed x-ray. And then, the patient then underwent needle fragment extraction. What was the date of fragment removal at the second facility? Unk. Was the fever related to the broken needle? If yes, please explain and provide details. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? =>the patient had a fever after the surgery, after that we had no information regarding the patient's condition. Lot number? Unk. Surgeon¿s name? Unk.